Event description:
Procedure: low anterior resection. According to the reporter: after 3 days, a leakage appeared and the anastomosis was destroyed. They performed a reoperation with another device. There was unanticipated tissue loss. An ileostomy was performed to correct the problem. The patient required extended hospital stay, a blood transfusion, and developed uremia. There was no reinforcement material used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 12/16/2014.